Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -11.5/+1.5/076 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 a pi-yag was performed, the surgeon reporting transient loss of bcva, periorbital eye pain, headache, elevated iop, and possible intermittent bouts of pupillary block prior to laser pi. The lens remains implanted. Reportedly the transient vision loss was resolved with the laser pi; latent iop is 12mmhg.

Manufacturer narrative:
B5 - per updated email, this claim is for the right eye (od). Claim# (B)(4).

Manufacturer narrative:
B5 lens was explanted on (B)(6) 2023. Status of eye is reported as "patient developed left eye secondary glaucoma post icl implantation associated with headache. Cause is reported as patient-related factor. "Patient complainted headache associated with eye pain." Claim# (B)(4).